Event description:
Additional information was received that the patient had surgery to re-insert the lead pin. The re-insertion of the lead pin resolved the high impedance.

Manufacturer narrative:
Brand type, corrected data: the initial report reported that the suspect product was the lead it is now known the issue is with the generator. Brand type was changed to the generator. Type of device , corrected data: the initial report reported that the suspect product was the lead it is now known the issue is with the generator. Type of device was changed to the generator model # , corrected data: the initial report reported that the suspect product was the lead it is now known the issue is with the generator. Model # was changed to the generator (B)(4).lot # , corrected data: the initial report reported that the suspect product was the lead it is now known the issue is with the generator. Lot # was changed to the generatordevice manufacture date (mo/day/yr), corrected data: the initial report reported that the suspect product was the lead it is now known the issue is with the generator. Device manufacture date (mo/day/yr) was changed to the generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
It was initially reported that he patient had high impedance at a recent appointment. The patient was to have surgery but the surgeon decided that he did not what to do the surgery. The office decided not to disable the patient at this time. X-rays will not be taken and there was no reported manipulation or trauma. Good faith attempts for additional information been unsuccessful to date.